Event description:
Pt developed transient staph aureus bacterimia likely due to skin infection from IV site. Responded to 5 days IV ciprofloxacin with 10 days, oral form ordered. Pt's IV's started in left forearm emergently. Redness, firmness, and heat were noted at IV site. IV discontinued and central line placed for access. Originally IV not changed per policy. Meds = 0.9ns with 40 meg kcl & phosphenoytoin bolus.